Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had indicated to the representative that there was an issue with his 'third' lead and that it had been turned off awhile back. The left ventricular (lv) lead had been turned off. Pectoral stimulation was noted during a threshold test. A week later, it was reported that the left ventricular (lv) lead had dislodged. The lead was to be repositioned, but the lead was explanted and another lead was placed instead. The device was electively replaced. No complications were noted. No adverse patient effects were reported.